Event description:
It was reported that at the time of implant placement, the implant perforated the sinus resulting in bone loss. Implant was removed and patient will return for a new implant in the future.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3â® tapered implant 5/4 x 10mm (B)(6) was returned for investigation. Visual evaluation of the as returned implant identified bone residue around the external threads (due to usage) but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/events (perforated sinus & bone loss). No pre-existing conditions were noted on the per. The reported device was being placed on tooth #16 (fdi) when the incident occurred. Device history record (DHR) review for the lot (2022050617) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2022050617) for similar events (complaint category keywords: perforated sinus & bone loss) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. The reported events could not be verified as the exact details of event and patient conditions were unknown/unverifiable. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.